Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge tube with residue/debris on product. Visual inspection found scratches on lens surface. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced visual disturbances, significant pigment dispersion and lens rotation with repositioning. Reportedly, "patient not comfortable with earlier lens so replaced with spherical lens". In a separate surgery the lens was exchanged with the same length/ spherical model and the problem was resolved. The cause of the event was reported as patient related factor

Manufacturer narrative:
H6- health effect- clinical code: 4581- 'significant pigment dispersion' and 'patient not comfortable' h6- investigation type code: 4110- lens work order search- no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).